Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. The cause was determined to be a damaged pumphead module for channel c. To correct the condition, the pumphead module for channel c was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with failure code 810:03, which interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 6.12.00. No additional information is available.